Event description:
Abbott architect system software (B) (4) and (B) (4) are not compatible with the enhanced pressure monitoring (pm) algorithm liquid level sense (lls) board or pressure monitoring liquid level sense kit, u10 chip and ejectors. Software (B) (4) and (B) (4) use incorrect slope score thresholds for the enhanced lls board. This caused an increase in pressure monitoring errors for those customers who have software (B) (4) or (B) (4) and the enhanced lls board because the threshold range is too narrow. The issue may occur on the i2000 and i2000sr modules only, and may result in a delay of results. A product correction has been issued and reported under 21 cfr806 to the FDA, (B) (4), under the remedial action (B) (4). No adverse impact to patient management has been reported related to this issue.

Manufacturer narrative:
(B)(4). Evaluation method (B)(4) other, a review of the software code, brain storming meetings, human error and five whys analysis was performed to determine root cause of the event. The root cause of this issue was identified as failure to document that architect i2000 and i2000sr instruments would require a change to the slope score thresholds when software v5.00 or higher is used in conjunction with lls/pm board firmware v15 or 17. This issue was identified during software development of v5.00, but not clearly defined in the software release action plan. In response to this issue two mandatory technical service bulletins were issued to abbott field service to change the slope score thresholds on all affected analyzers. All affected analyzers have been serviced. In addition, architect system software v7.0 will include this resolution.

Manufacturer narrative:
(B) (4), concomitant medical products: analyzer list numbers 8c89 and 3m74, pressure monitoring liquid level sense kit, u10 chip and ejectors, part number 7-200788-01, and pressure monitoring algorithm liquid level sense board, part number 7-94255-01. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.